Manufacturer narrative:
(B)(4). Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify what the product was as the product lot number you provided is for a 6r45b reload for a endopath ets 45mm endocutter. Please confirm the product failure as the trocar does not clip. We confirm that the lot number are correct and the product codes were incorrectly input. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify the statement you made regarding "the load has failed (no clipping)". Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that prior to an unknown procedure, the load has failed (no clipping). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify what the product was as the product lot number you provided is for a 6r45b reload for a endopath ets 45mm endocutter. Please confirm the product failure as the trocar does not clip. We confirm that the lot number are correct and the product codes were incorrectly input. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the statement you made regarding "the load has failed (no clipping)". Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that prior to an unknown procedure, the load has failed (no clipping). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.